Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient identified air in the patient line of an amia cassette without a related alarm. This occurred during troubleshooting of an unrelated issue. The patient was connected during initial drain. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The care giver was advised to end treatment and either starting over with new disposable supplies or complete treatment manually. There was no patient injury or medical intervention associated with this event. No additional information is available.